Event description:
Healthcare professional reported left side rupture. Healthcare professional reported "hole in radius (edge)" and "shell of implant came apart during removal through incision" via rga. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification). Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional reported "hole in radius (edge)" and "shell of implant came apart during removal through incision" via rga. Device has been explanted and replaced.